Manufacturer narrative:
Patient programmer: model 8835, serial# (B)(4), implanted: na, explanted: na. Catheter: model 8709sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6). (B)(4).

Event description:
It was reported an infection developed and the pump was explanted. It was unclear what the device system was used to infuse, both hydromorphone and normal saline were reported. Patient switched healthcare providers (hcp), the hcp on file had no current information on the patient. No further information was provided.